Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 38-year-old female patient who had essure (batch no. 959213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pre-eclampsia. Current weight 124 lbs. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury/ psychological or psychiatric problems condition: depression and mental anguish"), vaginal haemorrhage ("abnormal bleeding (menorrhagia, vaginal bleeding)"), menorrhagia ("abnormal bleeding (menorrhagia, vaginal bleeding)") and depression ("psych injury/ psychological or psychiatric problems condition: depression and mental anguish") and was found to have weight increased ("weight gain"). In 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy : birth - no complication"), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed") and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the pregnancy with contraceptive device, anxiety, depression and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent essure procedure on (B)(6) 2012 and (B)(6) 2013 and (B)(6) 2013. Discrepancy noted in essure removal date, it was given (B)(6) 2014 initially, but in current pfs (B)(6) 2014 was given diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.236 kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; in (B)(6) 2013: unilateral occlusion (left tube occluded); on (B)(6) 2013: results of confirm. Test : right occlusion only. Lot number: 959213, manufacturing date: 2012/03, expiration date: 2015/03. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events menorrhagia, abnormal bleeding(vaginal) were updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), pregnancy with contraceptive device ('pregnancy: birth - no complication') and genital haemorrhage ('gen. Abnormal. Bleed') in a 38-year-old female patient who had essure (batch no. 959213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pre-eclampsia. Current weight 124 lbs. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury/ psychological or psychiatric problems condition: depression and mental anguish"), vaginal haemorrhage ("abnormal bleeding (menorrhagia, vaginal bleeding)"), menorrhagia ("abnormal bleeding (menorrhagia, vaginal bleeding)") and depression ("psych injury/ psychological or psychiatric problems condition: depression and mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the pregnancy with contraceptive device, anxiety, vaginal haemorrhage, menorrhagia, depression and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent essure procedure on (B)(6) 2012 and (B)(6) 2013 and (B)(6) 2013. Discrepancy noted in essure removal date, it was given (B)(6) 2014 initially, but in current pfs (B)(6) 2014 was given. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.236 kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; in (B)(6) 2013: unilateral occlusion (left tube occluded); on (B)(6) 2013: results of confirm. Test : right occlusion only. Lot number: 959213, manufacturing date: 2012/03, expiration date: 2015/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), pregnancy with contraceptive device ('pregnancy : birth - no complication') and genital haemorrhage ('gen. Abnormal. Bleed') in a 38-year-old female patient who had essure (batch no. 959213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pre-eclampsia. Current weight 124 lbs. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury/ psychological or psychiatric problems condition: depression and mental anguish"), vaginal haemorrhage ("abnormal bleeding (menorrhagia, vaginal bleeding)"), menorrhagia ("abnormal bleeding (menorrhagia, vaginal bleeding)") and depression ("psych injury/ psychological or psychiatric problems condition: depression and mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the pregnancy with contraceptive device, anxiety, vaginal haemorrhage, menorrhagia, depression and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent essure procedure on (B)(6) 2012 and (B)(6) 2013. Discrepancy noted in essure removal date, it was given (B)(6) 2014 initially, but in current pfs (B)(6) 2014 was given. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.236 kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; in (B)(6) 2013: unilateral occlusion (left tube occluded); on (B)(6) 2013: results of confirm. Test : right occlusion only. Most recent follow-up information incorporated above includes: on 26-sep-2019: pfs received: lot number and events onset dates were added. New events menorrhagia, vaginal bleeding, depression , weight gain were added. Psych injury was updated with anxiety. Medical history and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), pregnancy with contraceptive device ('pregnancy: birth - no complication') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the pregnancy with contraceptive device and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure. The reporter commented: patient underwent essure procedure on (B)(6) 2012 and (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded; on (B)(6) 2013: results of confirm. Test: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lab data added. Events; pain: pregnancy: birth - no complication , pelvic/abdominal,bleeding: gen. Abnormal. Bleed,psych injury were added. No lot number or device sample was received in this case. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.